Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific values or event dates were provided. Reportedly, customer recently changed the dose of a blood pressure medication which has caused elevated bg levels in the past. Contact stated that the customer is working with their health care provider regarding the elevated bg levels, and that the customer's bg levels are responding to an increase in insulin. No additional information was provided on the reported event.